Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level. Bg value was unknown but pump displayed "high". Troubleshooting was performed but no pump issues were identified. Reportedly, customer administered manual injections, delivered a correction bolus, and changed pump supplies to address the issue.